Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported that the scan images has artifacts. There was no report of misrepresentation as a result of the artifact. The philips field service engineer (fse) confirmed the reported issue of ring artifacts being present on scan images in the roi. The fse visually inspected the system and determined there was a crack in the compensator in the a-plane collimator. The fse replaced the collimator to resolve the issue. The fse confirmed there was no impact to a patient and no report of misrepresentation and/or mistreatment as a result of this reported issue. The system is in clinical use. This issue was determined not to be a reportable event.